Event description:
It was reported that the patients battery was no longer working. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted product will not be return due to facility policy.